Manufacturer narrative:
UDI is unknown due to the device was manufactured prior to 9/24/2014. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR number: 1627487-2017-04007, 1627487-2017-04008 and 1627487-2017-04084. It was reported the patient experienced ineffective stimulation. Programming could not provide resolution. As a result, the scs system was explanted on (B)(6) 2017.